Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
The lead was explanted due to an upgrade procedure. This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this passive fixation left ventricular (lv) lead had dislodged into the right atrium (ra) and was pacing the ra. A loss of capture at maximum outputs was noted as well as a decrease in amplitude. The patient had an intrinsic rhythm and no adverse patient effects were reported. The lead will not be used and the patient will be monitored for now. Technical services discussed how to program the lv lead off.